Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. The failure mode was identified as a defective ise mix motor. The fse replaced the ise mix motor which resolved the issue. System performance was verified, and no further issues were reported. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results on ion selective electrolytes (ise)) which include sodium (na) and potassium (k) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.